Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving bupivacaine and morphine at unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported that the past two refills had 5 cc less drug than expected. In (B)(6) 2016, the expected residual volume (erv) was 5 ml, while the actual residual volume (arv) was 0 ml. The during a refill on (B)(6) 2016, the erv was 8.7 ml and the arv was 8.7 ml. The pump was completely filled prior to the refill of (B)(6) 2016. At this refill, after the hcp tried aspirating drug from the reservoir, they filled the pump with 10 ml of saline and then got the 10 ml back. They then performed a regular drug refill and were able to fill the pump to capacity. The (B)(6) refill was the first discrepancy reported by the hcp for the patient. The hcp did not have concerns for previous refills prior to the (B)(6) refill. The patient complained of more pain and not getting good pain relief. The hcp felt that the increased pain in (B)(6) could be a result of the pump being empty of drug, however the symptoms for the (B)(6) refill could not be explained. It was noted that the symptoms had been consistent over the past two refills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.